Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the replacement of the implantable pulse generator (ipg) due to charging difficulties. Charging reeducation was performed and premature battery depletion was ruled out. The device was disposed by the facility and will not be returned for analysis. Postoperatively, patient was reported to be doing well.